Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned with the helix retracted and the lead was severed 100 mm from the terminal pin. The entire lead was not returned. The returned portion was in two segments, totalling 436 mm. Dried blood was observed through the entire lead. A thorough evaluation of the lead was performed. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to low out of range impedance measurements and increased pacing threshold measurements. No adverse patient effects were reported as a result of the lead revision procedure.